Event description:
Perm cath removal was very difficult the cuff was stuck. Did file a separate medwatch for an incident on (B)(6) 2021 that ended in a adverse event. For this patient we recognized it was the same type of catheter with the same issue. To avoid the catheter breaking off in the patient. A small incision was made and the cuff was slowly dissected away from the chest wall. The catheter is available for evaluation. You can see a slight tear on the catheter at the cuff. It looks like it would have broken off just like the other one we had. These catheters are too floppy and very difficult to remove. This one was in for 2 years. Unfortunately the lot is not available. There was no patient harm. FDA safety report ID# (B)(4).